Event description:
A customer reported to baxter (B)(4) an equipo de admon con bomba in which the set was unable to be primed. The reported condition occurred before use. There were no reports of patient involvement; therefore, there were no reports of patient injury, medical intervention or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a piece of material blocking the connector. Therefore, the reported condition was confirmed. The root cause of the reported condition was undetermined. This issue is being investigated through CAPA.